Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 locking mechanism for frna gt recon screw protection sleeve broke off while impacting the driving cap with a hammer. In order to lock the protection sleeve, a new gt aiming arm was needed. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4. Corrected: g1 (manufacturing site name). H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the aim-arm radioluc f/greater trochant fem one white cam lock was not returned within the device. No breakage was observed, however due to the condition of the device, the reported event can be confirmed. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available evidence, the complete potential cause remains not established. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the aim-arm radioluc f/greater trochant fem would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.033.003-us. Lot number: 328p121. Manufacturing site: hägendorf. Release to warehouse date: 27-sep-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.